Event description:
A hospital customer reported that a spacelabs bleasesirius anesthesia system delivered tidal volume different than the set tidal volume.

Manufacturer narrative:
Initial testing at the customer's site found the device was operating to specification. Add'l info has been requested from the customer. At this time, we are attempting to reproduce the reported symptoms and identify the root cause. We will provide a supplemental report once our investigation is complete.